Manufacturer narrative:
H6: investigation summary bdj received 207 actual samples and 5 photos for investigation and 27 samples were sent to the manufacturing site. The photos were reviewed and the customer¿s indicated failure mode for embedded fm in the shield and tube, fm-ink, and defective printing was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm in the shield and tube, fm-ink, and defective printing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm in the shield and tube, fm-ink, and defective printing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in tube; biological and non-biological, no label or missing label information. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: defective marking x200. Spot in tube x3. Dirty tube x2.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in tube; biological and non-biological, no label or missing label information. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: defective marking x200, spot in tube x3, dirty tube x2.